Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: four devices were received for evaluation. Evaluation status: four events were not confirmed during testing; the devices were found to be within specifications. Product disposition: four devices were not repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. Four events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact.